Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with cosmetic damage, alarm-critical pump error. The customer reported hyperglycemia treated with manual injection/insulin pen. Customer reported the following led up to the event: crack on the pump. The event involved product(s) mmt-243a, mmt-1780kl, mmt-332a. Troubleshooting was performed for cosmetic damage and pump error, troubleshooting declined for high blood glucose event. Customer reported damage to the pump, crack on the pump: in the battery compartment, not related to the retainer ring. The customer reported critical pump error. The customer reported high blood glucose event. It was unknown whether the insulin pump was used within 48 hours and unknown whether the auto mode/smart guard feature was active at the time of the event. No further patient complications were reported. It¿s unknown whether the customer will continue using the device. No product return is required for mmt-243a. Mmt-1780kl was requested and customer response was the device will be returned. No product return is required for mmt-332a.